Manufacturer narrative:
This report is submitted on december 20, 2023.

Event description:
Per the clinic, the patient was hospitalized (date not reported) due to an infection at the implant site and subsequently was treated with IV antibiotics (specific date and duration not reported). The implant site has reported to have improved, and clinical management of the patient is ongoing.